Manufacturer narrative:
Plant investigation: the actual inlet pressure regulator was returned to the manufacturer for physical evaluation. Exterior inspection found no damage. The inlet pressure regulator was installed onto a test machine for testing. A rinse program was completed without problems. Dialysis mode functioned properly without failures. Self-test program was completed without failures. The actual float switch was also received to the manufacturer for physical evaluation. It was received with the bottom of the stem deformed making the float stuck at the ¿down¿ position. There were no signs of thermal damage on the float switch. The float switch was installed onto a test machine for testing. The ¿flow inlet error¿ was encountered during the rinse program. The failure was due to the float being stuck at the ¿down¿ position and not allowing fluid to fill the hydrochamber. There was no fluid overflowing out from the vent tube during the rinse program. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The manufacturer was able to confirm the reported flow inlet error, but not the thermal decomposition or fluid leak.

Event description:
A user facility¿s biomedical technician (bmt) reported that a 2008t hemodialysis machine was overflowing from the vent tube and displayed an ¿inlet flow¿ error message. A fresenius field service technician (fst) was called onsite and replaced the inlet pressure regulator and the heat exchanger to resolve the issue. They also noticed that the float switch had melted, so they replaced that as well. Machine functional tests were completed and passed onsite after repair. There was no patient involvement, harm, or adverse event reported. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s biomedical technician (bmt) reported that a 2008t hemodialysis machine was overflowing from the vent tube and displayed an ¿inlet flow¿ error message. A fresenius field service technician (fst) was called onsite and replaced the inlet pressure regulator and the heat exchanger to resolve the issue. They also noticed that the float switch had melted, so they replaced that as well. Machine functional tests were completed and passed onsite after repair. There was no patient involvement, harm, or adverse event reported. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly.